Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, d4 (medical device lot #, unique identifier (UDI) #), g3, h6 (method) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that, on (B)(6), 2021, a patient underwent right sided port placement, using a bard powerport MRI implantable port catheter, for long term intravenous therapy and blood transfusions. Approximately one year, five months and five days later, on (B)(6), 2023, the patient was diagnosed with an unspecified infection. Subsequently, the port was removed on (B)(6), 2023. However, the current status of the patient was unknown.

Event description:
It was reported through litigation process that sometime later port placement procedure, the patient developed with unspecified infection. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.